Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported patient had a 5.5 pump for support in (B)(6) 2024 for the patient admitted in with cardiomyopathy and other systemic comorbidities with plan to admit for a coronary artery bypass graft . The 5.5 supported for 2 days and was successfully weaned and explanted. Later in (B)(6) 2025 the impact study reported upon the adverse event of anemia. The anemia prompted transfusion. The thought was that the bleed and anemia could have been from perioperative bleeding or graft site anastamosis. The relationship is deemed "possible" per the impact study. Patient survived.